Event description:
A falsely elevated troponin I result of 8.79 was obtained on a pt sample. The results were reported to the physician who questioned the results. The sample was retested on an alternate analyzer and a result of <0.04 ng/ml was obtained. A new sample was tested on an alternate analyzer and a result of <0.04 ng/ml was obtained. Patient treatment was not prescribed or altered, and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was conjugate splash.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was conjugate splash. Hm maintenance was performed by a dade behring clinical application specialist. The instrument is operating within specifications.